Event description:
The customer obtained higher than expected vitros trop I es results when using the vitros eci immunodiagnostic system. A vitros trop I es result of 0.062 ng/ml was obtained from the vitros trop I es level 1 calibrator fluid versus the expected value of <0.012 ng/ml, and vitros trop I es results of 0.160, 0.091, and 0.181 ng/ml were obtained from a biorad control fluid versus the expected value of 0.023 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros trop I es results were obtained from a calibrator fluid and control fluid run on the vitros eci immunodiagnostic system. No conclusions could be reached regarding performance of the vitros eci immunodiagnostic system at the time frame of the event based on the precision testing performed. There was no evidence of a vitros trop I es reagent malfunction based on acceptable quality control performance observed prior to the event. A definitive root cause could not be determined. However, pre-analytical handling of the affected calibrator and control fluids cannot be ruled out as a contributing factor. The root cause of this event is unknown.